Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned femoral implant confirms that there is white material present on the distal surface of the implant. Attenuated total reflectance (atr) fourier transform infrared spectroscopy (ftir) measurements were performed in a portion of the particle which was removed from the femoral component. The spectra of the particle was consistent with a wax material, identified by the consistency of the particle. The specific type of wax could not be identified as the particle is likely a combination of wax and other materials. The DHR was reviewed and no discrepancies relevant to the reported event were found. Through the 6m investigation and material review no root cause for this issue has been identified. This investigation has determined that is highly improbable that the debris identified on the affected sample originated within the zoml process. Also, this investigation has shown that if the debris did originate within the zoml process that it is highly improbable that it would not be removed or detected through the cleaning and inspection processes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tka, the sales rep opened the implant and noticed debris. The implant was removed from the field and there was no impact to the patient. Attempts have been made and no further information has been provided.